Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During insertion of the delivery system into the esheath, the valve got stuck. The delivery system and esheath were removed as a unit. Another esheath, delivery system, and valve were successfully used in replacement. The patient did not suffer any injury and was noted to be discharged home. Pre-decontamination evaluation of the returned device showed the esheath distal tip was damage (not split) and had a small strand. A liner tear of 7cm length was observed 4cm from the distal tip of the esheath. A blue particulate was observed on the valve skirt.

Manufacturer narrative:
Corrected h.6 codes based on engineering evaluation. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11520. The sheath was returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any other complaints relating to similar events. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During visual inspection of the returned sheath, the liner was noted to be fully expanded, as designed. The distal tip was opened with some damage noted. A liner tear approximately 7cm in length, located 4cm from the distal tip was seen. Hdpe damage occurred 4.75 inches from the distal tip, near the beginning of the liner tear. The engineers disassembled the sheath housing to inspect the valve. The valve was crimped on the proximal shoulder of the delivery system balloon inflation balloon. A kink was noted on the guidewire lumen along with gouges on the flex tip. One valve frame strut was bent outwards on the inflow side with a blue particulate observed in the same area on the skirt. Three frame struts were exposed through the skirt after the valve was deployed by engineering. Due to the condition of the returned device (liner fully expanded as designed, distal tip opened as designed), no functional testing was able to be performed. The complaint was confirmed through visual inspection. During dimensional inspection, the delivery system flex tip outer diameter (od) is the largest component advancing through the sheath. An out of specification flex tip od measurement would contribute to the reported resistance when advancing through sheath. However, due to the returned condition of the delivery system (devices were unable to be fully decontaminated and removed from the fume hood), dimensional measurement for flex tip od was unable to be performed using laser micrometer. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements met specifications. Material analysis was performed on the separated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results show the blue particulate has similar absorption characteristic as the esheath shaft. As the blue particulate was observed on the valve skirt in the area where the valve strut was bent, it is possible that the interaction of the valve along the liner and within the shaft resulted in the liner tear and a segment of the shaft to scrape off and separate. Due to its size, engineering was unable to determine where along the shaft the particulate originated, but the hdpe damage 4.75'' from the distal tip, near the beginning of the liner tear indicates potential interaction of the valve along the shaft. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance between system components - inability to advance through sheath, distal tip damage, and sheath liner torn was confirmed with the returned device. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: *tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. It was reported that the patient's access had ''not much kinking or tortuosity'', implying there was some tortuosity present but the degree is unknown without patient imagery. *calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. It was reported that the patient had ''some calcification in both sides''. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the reported event. The ''system components separate during use'' was confirmed through evaluation of the returned device. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''during the insertion of the delivery system into the esheath, the valve got stuck. The ds and the esheath were removed as a unit.'' Per product evaluation, the sheath distal tip was opened as designed, but with some damage to the blue material (hdpe). A liner tear approximately 7cm in length was present, located 4cm from the distal tip, with a jagged edge. Hdpe stretching and damage was observed 4.75'' from the distal tip, near the beginning of the liner tear. In addition, one valve frame strut was found bent outwards on the inflow side. Lastly, a blue particulate was found on the valve skirt, near the bent valve strut. It is possible that the bent valve strut caught onto the sheath liner, causing it to tear. The valve may have then caught onto the sheath hdpe while it was advanced and lead to a piece of hdpe tearing off and separating. In addition, it is possible excessive manipulation used to overcome the reported resistance may have also contributed to the sheath component separation. As such, available information suggests that procedural factors (excessive manipulation, valve caught on sheath) may have contributed to the reported event.